Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the display of the external pulse generator (epg) was flickering and was not stable. Analysis was also unable to confirm the customer comment that the hanger of the epg was missing however it was noted to be broken. It was further noted that two case plugs were damaged and the keypad window was scratched. It was further noted that the lower case and both output connectors were broken. Additionally, both wires on the liquid crystal display (lcd) were pinched (not compromised) and both battery wires in the lower case were pinched (not compromised). Furthermore, the epg powered up with an error indication. Finally, it was noted that two case screws and the hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display of the external pulse generator (epg) was flickering and was not stable. It was further reported that the hanger of the epg was missing. No patient complications have been reported as a result of this event.